Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded monofocal intraocular lens (model pcb00, +22.5 diopter) was explanted from patient¿s left eye because of patient experiencing pain, and feeling of unbalanced vision at near (uncorrected near vision being the plan). Lens with same model +21.0 diopter, a smaller diopter was used as replacement lens for the patient. Reportedly this explant did not help the patient as the patient was still experiencing discomfort and was frustrated having wear the reading glasses. Following several weeks of using a non-steroidal anti-inflammatory eyedrop, patient¿s pain was better. Doctor felt that patient required model pcb00 +22.5 diopter lens. Additional information was received and it was learnt that second explant was performed for the patient and the preloaded lens (model pcb00, +21.0 diopter) was explanted and replaced with model pcb00 +22.5 lens. There was no patient injury, no incision enlargement, no vitrectomy performed. No further information provided. This report will capture the second explant for (model pcb00, +21.0 diopter). Another report is being submitted for the first explant (model pcb00, +22.5 diopter).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no other investigation requests were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.